Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found that no water was fed due to clogging of the nozzle. Also, evaluation found that water tightness was lost due to a crack on the scope body, damage on the up/down knob, and deformation of the angle shaft, the switch box was dented, the air/water and suction cylinders had no color, the right/left knob was shaved, the scope cover was cracked, the connecting tube was wrinkled, and the universal cord was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the nozzle of the colonovideoscope was clogged. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material resembling plastic fibers from a brush. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the body (identified within the device as the "s-body"), up/down (ud) angulation control knob, and angle shaft. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.